Event description:
Additional information received on (B)(4) 2014 stated that the patient experienced pain due to eroded mesh and required additional medical procedures.

Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.